Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. A labeling review was not completed as this failure would most likely not be caused by the user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient said she¿s been having problems with the purewick. She said there are spots of blood on the wick, her labia feels abraded and sore, and it feels like the wick is suctioning on her labia, pinching it. She has spoken with her doctor about this. No medical intervention reported. Per follow up on 21jan2020, the customer felt like the suction was higher on the dry doc, she has now switched to silicone wicks.no medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said she¿s been having problems with the purewick. She said there are spots of blood on the wick, her labia feels abraded and sore, and it feels like the wick is suctioning on her labia, pinching it. She has spoken with her doctor about this. No medical intervention reported. Per follow up on (B)(6) 2020, the customer felt like the suction was higher on the dry doc, she has now switched to silicone wicks. No medical intervention reported.